Event description:
Draft. Procedure: urological. According to the reporter: following a urethral support and full pelvic floor procedure in 2007, she has experienced chronic pain and continues to experience incontinence. Per the patient, another doctor has told her that the mesh has eroded and needs to be removed. Additional information received from the patient twevle days later, stated that she was treated in the emergency room and intensive care unit for sinus infection and bladder infection. Currently, it is unknown whether or not the device may have caused or contributed to the event.

Manufacturer narrative:
Initial report sent to FDA on 04/28/2009.